Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of 'occlusion' was not reproduced. The device was sent for downstream occlusion testing and passed. A review of the event history log (ehl) revealed multiple downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the tubing guide damaged. The tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "had an occlusion" during programming/setup. There was no patient involvement. No additional information is available.